Event description:
It was reported that the patients ipg was in an uncomfortable position. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.